Manufacturer narrative:
One medfusion pump was returned for analysis. Customer's complaint was verified. The device displayed motor stepper error and the motor assembly, leadscrew, and clutch halves was deemed faulty by service and will be replaced. The problem source is wear from a 12 year old pump.

Event description:
Information was received that the medfusion pump received a motor rate error. No reported adverse effects.